Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve a pre-implant balloon valvuloplasty was performed. Following the implant procedure, a left bundle branch block (lbbb) developed. Hospitalization was extended for telemetry monitoring. Treatment was not reported. No patient complications were reported as a result of this event. An external heart monitor was utilized following discharge. Approximately 14 days following the valve implant the patient was seen in the emergency room with alert of atrial fibrillation. The patient experienced a racing heart, palpitations, light-headedness, dizziness, weakness, heartburn and shortness of breath. The patient was cardioverted and admitted the hospital for observation. Ultimately a permanent pacemaker was implanted 3 days later. The event was reported as resolving.

Manufacturer narrative:
Continuation of d10: product ID {{unknown}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{unknown}}; product lot/serial number {{unknown}}; product type: {{catheter loading system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{catheter loading system }}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} updated/corrected data: b5, d1, d4, d10, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patient was discharged 8 days following the admission for the atrial fibrillation. The physician indicated the atrial fibrillation was not related to the implant procedure or medtronic products. However, the cause was not reported. The left bundle branch block (lbbb) resolved 14 days following onset.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve a pre-implant balloon valvuloplasty was performed. Following the implant procedure, a left bundle branch block (lbbb) developed. Hospitalization was extended for telemetry monitoring. Treatment was not reported. No patient complications were reported as a result of this event. An external heart monitor was utilized following discharge. Approximately 14 days following the valve implant the patient was seen in the emergency room with alert of atrial fibrillation (afib). The patient experienced a racing heart, palpitations, light-headedness, dizziness, weakness, heartburn and shortness of breath. The patient was cardioverted and admitted to the hospital for observation. Ultimately a permanent pacemaker was implanted 3 days later. The event was reported as resolving. Additional information indicated that the patient was discharged 8 days following the admission for the afib. The physician indicated the afib was not related to the implant procedure or medtronic products. However, the cause was not reported. The lbbb resolved 14 days following onset. Additional information was received to report per the physician, the relationship between the afib and the valve implant procedure was probable and the relationship to the valve was possible. The afib was reported to be resolved nine days after onset.

Manufacturer narrative:
Updated data: h6. Product analysis: the suspect device remained in the patient; therefore, analysis of the product could not be performed. Conclusion: as the event reported an adverse event in a procedure involving a medtronic device an investigation was required. A device history record review was not required; however, manufacturing controls are in place to ensure the device met specification requirements prior to release from the manufacturing facility. Additionally, no technical assessments were required. Neither the product design nor manufacturing processes of the medtronic device were identified as the cause of the event; the cause is undetermined. The device instructions for use (IFU) was developed from product risk documentation as was the product labelled adverse events document. There was no identified inadequacy with the device IFU in relation to this event; the device IFU lists left bundle branch block and atrial fibrillation as potential risks associated with the treatment procedures. The reported left bundle branch block and atrial fibrillation are types of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve replacement, as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined. The complaint investigation determined this event was foreseen in risk management and is included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the creatine lab event was treated with intravenous therapy (IV) normal saline and recovered five days after onset. Per the physician, the creatine event was not related to the implant procedure or device. The new indeterminate 9-millimeter (mm) oval-shaped lesion overlying the pulmonary rul seen on the chest x-ray did not require treatment and was noted as not resolved. Per the physician, the lesion of the rul event was not related to the implant procedure or device.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve a pre-implant balloon valvuloplasty was performed. Following the implant procedure, a left bundle branch block (lbbb) developed. Hospitalization was extended for telemetry monitoring. Treatment was not reported. No patient complications were reported as a result of this event. An external heart monitor was utilized following discharge. Approximately 14 days following the valve implant the patient was seen in the emergency room with alert of atrial fibrillation (afib). The patient experienced a racing heart, palpitations, light-headedness, dizziness, weakness, heartburn and shortness of breath. The patient was cardioverted and admitted to the hospital for observation. Ultimately a permanent pacemaker was implanted 3 days later. The event was reported as resolving. Additional information indicated that the patient was discharged 8 days following the admission for the afib. The physician indicated the afib was not related to the implant procedure or medtronic products. However, the cause was not reported. The lbbb resolved 14 days following onset. Additional information was received to report per the physician, the relationship between the afib and the valve implant procedure was probable and the relationship to the valve was possible. The afib was reported to be resolved nine days after onset.

Event description:
Additional information noted that 26 days following the valve implant chest discomfort developed. The patient presented to the emergency room for progressive weakness, intermittent tachycardia, and diaphoresis. Creatinine measured 1.8 and a chest x-ray noted a lesion over right upper lobe (¿rul¿). The patient was admitted to the hospital for observation. The patient was discharged 5 days later with an outpatient cardiac consult. This hospitalization event was reported as unrelated to the medtronic products and implant procedure. The cause not reported. The event resolved 3 days following discharge.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.